Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted. It was reported that initially the lead exhibited poor sensing. The lead was repositioned several times but had high out-of-range impedances and high thresholds resulting in loss of capture (loc). The lead was replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Manufacturer narrative:
(B)(4) the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.